Event description:
It was reported that the core impaction drill heated up during a procedure. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
The device heated up due to friction rub from worn bearings and the spindle housing. Wear of the spindle housing will cause it to rub against the driveshaft and worn driveshaft bearings will also increase friction rub between the spindle housing and driveshaft.